Event description:
It was reported that difficulty was encountered while inserting the iab, due to a greater than 90 degree angle in the vessel. The iab was removed and reinserted using fluoroscopy and there were no patient complications.